Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this programmer emitted fume when the power cable was connected. No adverse patients effects were reported. The programmer was returned for analysis.